Manufacturer narrative:
The biomedical engineer (bme) reported that the nursing staff is complaining that the central nurse's station (cns) is intermittently not sounding an alarm or showing the alarm banner when a crisis alarm goes off while monitoring patients on the transmitters. No patient harm was reported. Nihon kohden technical support sent the customer an event investigation guide for them to capture when this occurs again for nk to review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the nursing staff is complaining that the central nurse's station (cns) is intermittently not sounding an alarm or showing the alarm banner when a crisis alarm goes off while monitoring patients on the transmitters. No patient harm was reported. Nihon kohden technical support sent the customer an event investigation guide for them to capture when this occurs again for nk to review.

Event description:
The biomedical engineer (bme) reported that the nursing staff is complaining that the central nurse's station (cns) is intermittently not sounding an alarm or showing the alarm banner when a crisis alarm goes off while monitoring patients on the transmitters. No patient harm was reported. Nihon kohden technical support sent the customer an event investigation guide for them to capture when this occurrs again for nk to review.

Manufacturer narrative:
Details of complaint: customer reported that the cns was not alarming. Customer indicated that the issue is intermittent and is limited to crisis alarms. Nk clinical application specialists reviewed the settings of the device, and found that they were correct and appropriate. The alarm events that were in the event list indicated that the alarms are happening. Customer stated that problem has not recurred since the initial report and stated that the issue may have been an operator error rather than an issue with the device. Investigation summary: customer reported that the cns was not alarming. Customer indicated that the issue is intermittent and is limited to crisis alarms. Nk clinical application specialists reviewed the settings of the device, and found that they were correct and appropriate. The alarm events were in the event list indicated that the alarms are happening. Customer stated that problem has not recurred since the initial report and stated that the issue may have been an operator error rather than an issue with the device. The logs of the event were requested from the customer; however, customer was unable to provide the logs. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Since the event lists showed that the alarms occurred, and that the alarm issue had not recurred, it is possible that the alarm may have been silenced. Without the logs of the event, it could not be confirmed if the alarms during the event were silenced.